Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 407 mg/dl at the time of incident. The customer was treated with bolus and syringe for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because he had delivered boluses and his blood glucose was still at 400mg/dl level. Customer declined to continue troubleshooting for insulin pump. The insulin pump will not be returned for analysis.